Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty with infusion and aspiration for a powerpicc catheter is confirmed. One 4 fr d/l powerpicc was returned for evaluation. An initial visual observation showed use residues throughout the returned catheter, and an observation of the distal end of the catheter revealed one of the lumens to appear to be occluded with blood residues. A functional test of attempting to infuse water into each lumen revealed the red lumen to be patent to infusion. During the functional test, it was observed that the purple lumen was patent to infusion; however, infusion was difficult, and the water exiting the purple lumen side of the catheter split into three small streams. A functional test for aspiration was performed with water using the 12 ml syringe for each lumen revealing each lumen to aspirate while the purple lumen was observed to aspirate at a slower rate. A microscopic observation revealed the terminal end of the catheter on the purple lumen side to be occluded with much blood use residues. The catheter appeared to be stuck to itself with the blood remains, causing difficulty with infusion and aspiration on the purple lumen side of the catheter. It appeared as though technique for trimming the catheter may have contributed to the deformation of the purple lumen of the catheter. The red lumen distal end of the catheter appeared to have some clear residues on the exit site, but it did not appear to be causing any aspiration or infusion difficulties. Based on the returned sample analysis, the complaint of difficulty infusing and aspirating a powerpicc catheter is confirmed. Insertion techniques and maintenance of the catheter may have contributed to the failure of the device as well as possible catheter trimming techniques.

Event description:
It was reported by the customer that, "on 4/7/23 the line was occluded and would not flush or draw. When patient's arm was lifted, the line would flush and draw. X-ray showed kink near insertion site. Line retracted 1 cm and catheter drew and flushed with ease. On 4/10/23, PICC (same line as before) occluded. PICC was retracted 1 cm. Red lumen with brisk blood return flushes easily, purple lumen flushes with mild resistance and had no blood return. Patient also complaining of pain in left shoulder. Axillary arm circumference noted to be 3cm greater than on date of insertion. An ultrasound was taken the same day and showed l brachial vein thrombus - no noted flow around PICC in left cephalic vein but proximal and distal portions of left cephalic vein appear patent. The catheter was removed and replaced. Per clinician, the event did not occur during an urgent or life-threatening medical situation and did not cause a clinically significant delay in treatment."

Event description:
It was reported by the customer that, "on (B)(6) 2023 the line was occluded and would not flush or draw. When patient's arm was lifted, the line would flush and draw. X-ray showed kink near insertion site. Line retracted 1 cm and catheter drew and flushed with ease. On (B)(6) 2023, PICC (same line as before) occluded. PICC was retracted 1 cm. Red lumen with brisk blood return flushes easily, purple lumen flushes with mild resistance and had no blood return. Patient also complaining of pain in left shoulder. Axillary arm circumference noted to be 3cm greater than on date of insertion. An ultrasound was taken the same day and showed l brachial vein thrombus - no noted flow around PICC in left cephalic vein but proximal and distal portions of left cephalic vein appear patent. The catheter was removed and replaced. Per clinician, the event did not occur during an urgent or life-threatening medical situation and did not cause a clinically significant delay in treatment."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received a sample and will evaluate. Results are expected soon.